Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer¿s blood glucose (bg) level was not impacted. A system check was unable to be performed on the past occlusions; however, tandem technical support had the customer perform a system check using the current supplies on the pump and the most recent occlusion appeared to be within the cartridge. The customer used a new box of cartridges and had received no further occlusions